Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, when the wire was operated to move the pv, the wire could not be pushed or pulled. There was no sign of being caught on the tissue, and the sheath was also straight, so it was judged that it was caught internally. There was no change even after deployment of the catheter was set to undeployed, so it was resolved when changed to flower. After that, it was working without any problem, so it was used without replacement. The procedure was completed successfully without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, when the wire was operated to move the pv, the wire could not be pushed or pulled. There was no sign of being caught on the tissue, and the sheath was also straight, so it was judged that it was caught internally. There was no change even after deployment of the catheter was set to undeployed, so it was resolved when changed to flower. After that, it was working without any problem, so it was used without replacement. The procedure was completed successfully without patient complications. The device is expected to be returned.